Manufacturer narrative:
The manufacturer previously reported voluntary medwatch (mw5102931) alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of black particles related to a CPAP device's sound abatement foam. The patient has alleged cough, breathing issue, nasal/throat irritation or soreness. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on oct 09, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information from the voluntary medwatch (mw5102931) alleging visualization of black particles related to a CPAP device's sound abatement foam. The patient has alleged cough, breathing issue, nasal/throat irritation or soreness. Additional information was received about the allegation of death, eye irritation; kidney disease/toxicity. The section b1, b2, h1 and h6 have been corrected in this report as follows: section b1 was corrected for adverse event and product problem. (Only the product problem was checked in the previous MDR.). Section b2 was corrected to death. (Previously, it was blank.). Section h1 was changed from malfunction to death. Section h6 health effects: clinical codes and health effects - impact code was corrected.

Event description:
The manufacturer received a voluntary medwatch (mw5102931) alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.